Event description:
The fenestrated tracheostomy tube was placed on 9/24/97. Ten days later on 10/3/97 the pt returned to the hospital with difficulty breathing allegedly to cuff deflation. The tube was extubated and replaced and there was no reported pt injury.

Manufacturer narrative:
Sims portex performed a microscopic examination of the tracheostomy tube from this event. Co's examination of the tube cuff revealed two cuts and abrasive marks around the cuts that are likely indicative of cuff compromise by an irregularity in the patient's trachea.